Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 9 pm with a blood glucose level of 224 mg/dl. Customer was wearing the pump at the time of emergency room visit. The customer was treated with a bolus for their high blood glucose. The customer stated that their cannula was bent. The customer was advised to change the reservoir and infusion set. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp.